Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). Patient reported tenderness/soreness at the ins pocket site that began several months ago. Patient also requested reprogramming for wider area of coverage. The cause was unknown. Ins appeared to be tilted and protruding slightly underneath the skin. No redness or s/s infection noted per hcp. Impedances were within normal limits. Rep reprogrammed patient for broader/desired area of coverage and suggested to np that a message be sent to md regarding evaluation for a possible pocket revision. Patient pain coverage issue resolved with reprogramming. Office will reach out if and when patient is scheduled for a pocket revision. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported.